Manufacturer narrative:
(B)(4). Additional information received via cross-functional call: the surgeon provided an overview of the event. He expressed that he is concerned with staple line integrity as he is not used to seeing staple legs when inspecting the staple line via sigmoidoscopy. He explained that this was an open case and he advanced the trocar next to, but not through the contour staple line. The leak test was negative, the patient was not diverted, and the patient is fine. The surgeon also noted that there was difficulty removing the stapler from the patient. He opened the adjusting knob two full turns, rotated 90 degree right and left, but the stapler did not initially come out. He opened more, about another half turn, then rotated the stapler 90 degrees left and right and it came out. He felt that the powered circular stapler was more difficult to remove than the manual stapler. However, his main concern is integrity of the staple line based on the staple legs visible on sigmoidoscopy. The potential cause of crossing the linear staple line and the knife hitting/cutting the contour staple where it intersects with the circular knife were discussed. This was discussed as the most likely cause as only one to two staple legs were visible. Photo evaluation summary: one photo was provided. Picture provided shows tissue with what appears to be a staple present. Based on the angle of the picture the staple does not appear to be malformed. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colon surgery, the surgeon was using cdh31p and there was a stray staple/malformed staples identified at the powered circular stapler anastomotic site. Patient consequence was not reported. No other information was provided.